Manufacturer narrative:
(B)(4). According to information received, the ventilator was set to standby mode by the nurse while an adjustment of the patient circuit was being performed. When the adjustment was completed the nurse forgot to start the ventilation again by pressing the "start ventilation" touch pad. When the ventilator is in standby mode a message "patient not ventilated" blinks on top of the screen, a large text "standby" is displayed in the center of the screen and the "start ventilation" touch pad is visible on the screen. The received device logs were evaluated. The test log confirms that the pre-use check passed successfully before and after the event. The technical log confirms that there were no entries that indicate malfunction. Our conclusion in this matter is that there was no ventilator malfunction. The ventilator per design displays that it is in standby mode, and that the patient is not ventilated. The cause of the event is attributed to user error.

Event description:
It was reported that the patient was intubated and put on the ventilator. Later on the nurse switched the ventilator to standby mode to fix the patient circuit, but the nurse forgot to switch the ventilator back to ventilation mode after the adjustment of the patient circuit was completed. The patient developed a cardiac arrest after approximately one to two minute as a consequence. Resuscitation was performed immediately and spontaneous circulation returned. The patient deteriorated again later and passed away. Manufacturer reference # : (B)(4).